Manufacturer narrative:
An investigation has been initiated and any additional information will be submitted in a follow-up report.

Event description:
According to the report, there was suppuration of a postoperative wound, after a craniotomy on the right side on (B)(6), 2009. Patient was operated an additional two times. Each time infection parameters were examined, which did not indicate an infections state, would cultures were sterile. In (B)(6) 2010, during subsequent reoperation, fragments of surgical adhesive, bioglue, which were wounding dura mater, were removed.

Manufacturer narrative:
According to the report, there was suppuration of a postoperative wound, after microdiscectomy on level l5sl in (B)(6) 2009. The patient was operated on several times. Each time infection parameters were examined, which did not indicate an infectious state, and would cultures were sterile. In (B)(6) 2010, during a subsequent reoperation a formed abscess in the spinal canal was removed with internal contents of fragments of surgical adhesive bioglue. Quality reviewed the deice history records the lot and confirmed the lot meet all specification during manufacturing. A medical review of the information available suggests that dural irritation could have occurred as a result of an inflammatory reaction to bioglue. The relationship of the reported dural laceration to bioglue is unclear. Inflammatory, foreign-body type reactions are not an unexpected potential complication of bioglue use. The possibility of such reactions is noted in the product's instructions for use. No further action is warranted at this time.